Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom of 'pump alarm "bag almost finished" when rn noticed the bottle was still full after hours of "infusion".' The device was found in specification in relation to the reported symptom. The unit was found to pass flow testing, no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced 'pump alarm bag almost finished" when rn noticed the bottle was still full after hours of "infusion". This occurred during therapy while propofol was infusing (programmed amount and delivery rate unknown). The pump was swapped out and the infusion was completed correctly there was no patient injury or medical intervention associated with this event. No additional information is available.